Event description:
During a surgical procedure, the cautery cord coming out of the laparoscopy tray ignited a small fire. The cord was damaged. No fire reached the patient. The surgeon saw the flame and pulled the cord away from the patient. The cord is broken at the base and this was the source of the file. The cord was examined and there is no evidence of melting or charring.